Event description:
It was reported that a pump declared an altitude alarm. The customer's blood glucose level did not exceed 500 mg/dl, indicating there was no adverse impact. The customer followed instructions from technical support to remove obstructions, clean the pump, and reconnect the cartridge, successfully resuming insulin without any recurrence of the alarm. Tips for preventing altitude alarms were provided, and normal pump operation was resumed.